Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden rise in threshold and the threshold measurement was described as elevated. The lead remains in use. The patient is a participant in the product (B)(4) study no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407652 lead implanted 2013 (B)(6). (B)(4).